Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) bnss585, (3i t3® with dcd® non-platform switched parallel walled implant 5 x 8.5mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2022091498. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022091498 for similar events and no other complaint was identified. Review completed utilizing keywords: medical other. The customer did submit ten (10) x-ray images for the reported event. IFU review: documents reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: warnings, contraindications,precautions based on the investigation and risk management file review, the most likely root causes determined from the investigation are inadequate treatment planning, patient factors. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
2 implants placed at sites #13 & #14, site #14 had a sinus lift, grafted with bone graft + pnf/pnpc on implant placement date. Pt is a smoker and had recurrent sinus infections and facial swelling. Implant was removed and sinus drained. New infection on emt consultation - implant #13 was removed. Symptoms as a result of the event: pain, edema, inflammation, and abscess.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6. Patient code updated. H10: additional narrative. Zimvie did not receive one (1) bnss585, (3i t3® with dcd® non-platform switched parallel walled implant 5 x 8.5mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2022091498. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022091498 for similar events and no other complaint was identified. Review completed utilizing keywords: medical other the customer did submit ten (10) x-ray images for the reported event. IFU review: documents reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: warnings, contraindications,precautions. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are inadequate treatment planning, patient factors. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.